Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify in what tissue did the needle was retained? Muscle of the rectus abdominis. Did the needle fall into the patient? Yes. Was the needle piece removed from the patient during the same procedure? It was not found. The incision would have had to be greatly enlarged, which was not justified. Were x-rays taken to locate the needle? No, it was useless. We know that the needle broke as it passed through the wall. And an x-ray wouldn't have helped. Was there any patient consequence or injury? No. Patient informed that there is still a needle fragment in the anterior abdominal wall. What is the patient¿s current health status and condition? Nothing to report. Was any other tissue damaged as a result of searching the needle? No. The needle fragment was not sought precisely to avoid damaging the abdominal wall. What measures were taken to retrieved the broken piece? Visual and manual search for needle fragment unsuccessful. Is there a second surgery schedule to search the needle? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, at the end of the operation, while suturing the trocar closure, the needle broke in two, without forcing, in the patient's muscle wall. The broken distal part of the needle was not recovered. The needle piece remains in the muscle of the rectus abdominis. The needle fragment was not sought precisely to avoid damaging the abdominal wall. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: name of index surgical procedure? Laparoscopic atypical partial gastrectomy the diagnosis and indication for the index surgical procedure? Benign gastric schwannoma what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Laparoscopic on what tissue was the suture used? Aponeurosis what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal what instruments were used to grasp the needle? Needle holder where was the needle grasped during use? As it should be, junction 2/3-1/3, close to the heel what was the size of the broken needle fragment? Infracentimetric was more than half the needle remain retained in the patient? Yes does the piece/device still remain retained in the patient's tissue? Yes please describe any medical/surgical intervention performed for this suture event including dates and results. No additional gesture. The needle fragment remained in the patient as previously described. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? I do not understand the question. I re-sutured it with a new thread. No reintervention. What is the physician¿s opinion as to the etiology of or contributing factors to this event? As I said before, this needle breaks frequently. What is the patient's current status? Nothing to report regarding the statement this needle breaks frequently, two complaints have already been opened to recurring issue.